Event description:
On (B)(6) 2012, the pt reported that her infusion device did not display a low cartridge message and when checked the device there were only 5 units of insulin left. The device's history shows that at 5:00am 21 (cartridge low) was triggered while she was asleep. The pt stated that the device did not beep or vibrate because it would have awoken her. The pt stated that she did not confirm the alert message. At the time of report the audio signal on the infusion device functioned properly. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced. The infusion device, battery, and battery cover were requested to be returned for product evaluation.

Manufacturer narrative:
Product was received for evaluation on (B)(4) 2013. The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. The battery cover passed the optical inspection. The problem mentioned by the customer could not be reproduced. Therefore, no corrective or preventive actions will be initiated.